Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during sedation, while the device was inside the patient, the monitor of the video system center blacked out. It was observed during an unspecified procedure. There were no reports of patient harm.